Event description:
An unexpected reset screen appeared on the pump, prompting a report. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to their glucose level. The customer reverted to an alternate method of insulin therapy.